Event description:
Received notice of complaint concerning above product via user facility report. Reporting an alleged pt reaction due to a kink in the pump segment of this first use bloodline. Reports that the treatment was initiated as usual. 30 mins later the pt complained of "chest pain, abdominal pain and nausea." The health care professional was attempting to administer saline and noted the pump segment kinked inside the pump housing. 2/23 - spoke with dir of nursing who reports that the pump segment may have kinked because it was not secured properly in the pump housing. The dir of nursing states that a sample of blood was drawn and spun revealing hemolysis. Per md order the treatment was continued using the same system. The treatment was completed without further incident. The pt was sent to the hosp post treatment for observation and was discharged in her usual state of health the following day. The blood line was discarded on the day of the event as the don reports that it was not a "product problem." A response letter has been sent to the facility.